Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number that has a similar product distributed in the united states, list number.

Manufacturer narrative:
As part of the investigation a review of the manufacturing and testing documentation was performed. During the investigation the control and panel values obtained during final and product release testing were reviewed for architect total b-hcg assay reagent lot 67913jn00. The review domonstrated that all control and panel values were within specification and no adverse trends were observed. In addition, an extensive testing protocol was executed to examine the performance of the architect total b-hcg reagent lot 67913jn00 along with 6 other approved lots of architect total b-hcg reagent. The investigation examined reagent kit performance with respect to their ability to accurately detect b-hcg in: * abbott architect total b-hcg controls * biorad lyphochek immunoassay plus mcc * abbott architect total b-hcg panels * a range of 40 patient samples, which included 20 negative patient samples and 20 positive patient samples. These patient samples were selected to evaluate different aspects of the architect total b-hcg assay performance; specifically the occurrence of false positives and the occurrence of false negatives. Additionally, positive and negative patient samples were tested alternatively to eliminate the possibility of carryover as the driver of falsely elevated results resulting from positive patient samples to negative patient samples thus leading to false positive results. All reagent lots tested met required abbott control, mcc and panel specifications and demonstrated equivalent performance. In conclusion, no false positive results were obtained for negative patient samples and no false negative results were obtained for positive patient samples for any of the reagent kits tested. Based on the outcome of the investigation the architect total b-hcg assay is functioning as intended. No malfunction/deficiency was identified. This is the final report.

Event description:
The account stated that an elevated architect total b-hcg result was generated. The patient had been previously negative 1 week earlier and a rate of 6000 miu/ml was generated. No impact to patient management was reported.